Event description:
Pt had implant done 9/11 returned to hosp c/o of redness & swelling & pain in right hand cast removal. Had infected thumb orthopedic prosthesis with cellulitis of pt arm. Implant removed - antibiotic started.